Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received form a patient regarding their neurostimulator (ins) that was implanted for radicular pain syndrome (radiculopathies). It was reported that when she turns on stim, she feels like she is being stung by bees. Then stated "like little electrical shocks" around the ins implant area. The symptoms were sudden. Patient states that after she started feeling the shocks, she turned stimulation off. The issue had been going on for about a month. An exact date was not provided. No trauma/falls/emi was reported. Patient stated that she called the clinic and they told her to call manufacturer and to see if a rep should be at the appointment. Patient was redirected to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.